Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: please explain how the device misfired. After taking purse string and loading the device and negotiating it in green zone, on pressing the handle of device a click sound was not heard. The handle lock seal was also removed automatically. The circumferential cutting was incomplete and one or more metal suture clips seen hanging with no sutured area. How was the procedure completed: procedure had to be completed by taking over and over continuous absorbable sutures around circumference to achieve approximation and achieve hemostasis from heavily bleeding margins; were there any patient consequences reported: patient had an uneventful postop period and also mild anal pain on first follow up.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device misfired. A message from the resident reads, ¿regarding the mis firing of the pph stapler during stapler hemorrhoidectomy in our setup.¿

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, were both the cut line and the staple line incomplete? Both cut line & staple line were incomplete. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Deployed staple formation was irregular. It was reported that there was heavy bleeding from the margins. Did the patient require a transfusion? No transfusion was required. If yes, what blood products were provided to the patient? Na.